Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent strut was lifted up on one side. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage and stretching. It was not possible to load a product mandrel through the tip end however it was possible to load it through the wire exchange port. Resistance was met at the tip section and it was not possible for the product mandrel to exit through the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Functional testing was carried out by using an encore inflation device and inflating the balloon to rated burst pressure. The balloon inflated without issue and deflated in 9 seconds. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
A 3.50 x 38mm synergy ii drug-eluting stent was received with no issues reported. However, upon review of this device, tip damage, hypotube kink and proximal stent damage occurred.